Manufacturer narrative:
No conclusion can be drawn as repair information is currently unavailable and no additional service information was provided.

Event description:
The customer reported high voltage arcing and an un-commanded shut down. There is no report of a patient injury or death associated with this event.